Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information, the root cause is use error due to air being sucked into the disposable when the patient line inadvertently separated from transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review was performed which revealed the patient at-home guide instructs patients to check for a secure fit. This review finds the labeling adequate for the use error identified in this report. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The home patient (hp) stated his patient line disconnected while sleeping and he woke to system error 2240. The technical service representative (tsr) explained to the hp that he would need to start over with all new supplies. The tsr assisted the hp to end therapy. The tsr instructed the hp to call his nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the issue was resolved, however, the cause of the separation remained unknown. The hp verified that there were no defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, he had not informed the nurse regarding the alarm or the separation. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.